Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2021, reported as "last week". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) homechoice cassettes were damaged; further described as "cut inside; the white connector on the end of the patient line did not completely occlude the line." This was observed during set up for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.